Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. It was noted that the needle did not retract. Symptom's reported include bleeding and bruising. The patient visited their physician and was prescribed an ointment (name unknown).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.